Event description:
Hosp advised that a medley system was set up to infuse on a pt and this unit was in the channel a position. At 12:30 hours an insulin drip was set up on this channel to infuse at a rate of 2cc/hr with a vtbi of 50cc. The dose was calculated at 2 units/hr. At 13:30 hrs the unit was alarmed air-in-line. Upon examination it was determined that the bag was empty. At this time the vtbi for this channel indicated 47.6cc eventhough the bag was empty. The hosp also advised that 35cc of insulin had been wasted in priming the tubing and a 2 way extension set was used in this infusion. There was no pt consequence.